Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had stable chronic mild thrombus in the outflow cannula as seen with computed tomography (CT) imaging. The thrombus was first detected on (B)(6) 2023 by CT angiogram. The thrombus appeared to be stable. The thrombus was not treated and would be monitored for any changes that might demand action.

Manufacturer narrative:
Manufacturer's investigation conclusion: the onset of the reported outflow graft thrombus could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the instructions for use (IFU), "introduction", lists device thrombosis as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.